Event description:
Per information provided: on (B)(6) 2013 - patient was diagnosed with ventral hernia (x3) thereby underwent laparoscopic repair with the implant of two ventralex st mesh (device 1 and 2) and ventrio st mesh (device 3). Per op notes, "a ventralex st patch (device 1) was placed within the abdominal cavity. Attention on the umbilical hernia, a ventralex st mesh (device 2) and ventrio st mesh (device 3) both were placed through the umbilical incision." On (B)(6) 2013 - patient was diagnosed with recurrent incisional hernia thereby underwent repair with removal of old piece of mesh (device 1, 2 and 3). Per op notes, "encountered a sac which was dissected free back to the area of the mesh that had pulled away from the fascia. Taken down the adhesions from the undersurface of the mesh and then remove this old piece of mesh (device 1, 2 and 3). Then placed an unknown onlay mesh of marlex." On (B)(6) 2013 - patient had hematoma thereby underwent evacuation of abdominal wall hematoma. Per op notes, "patient had a hematoma overlying the mesh, evacuated the hematoma."

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2013) is considered to be a best estimate. This MDR represents the ventralex st mesh (device 2). Additional supplemental emdr's were submitted to represent the ventralex st mesh (device 1), ventrio st mesh (device 3) . Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.